Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the device did not run when power was applied. It was determined that this was due to motor assembly or electronic control unit failure due to usage wear over time. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that pre-surgery it was observed that battery reamer/drill device was not working properly. During in-house engineering evaluation it was found that the device did not run when power was applied. It was reported that there was no delay due to the event as a spare device was available for use. It was reported that there was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.